Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician noted when opening the sterile package of the right ventricular (rv) lead, the suture sleeves had more recently been very difficult to move. The physician stated that they required some lubrication with sterile water to free up. The physician soaked the suture sleeve and worked it until it was free. There were no issues noted with the lead once the suture sleeve was freed. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.